Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left l1 and right t12 leads were fractured, confirmed by diagnostics and x-rays. Surgical intervention was undertaken on (B)(6) 2024 wherein both fractured leads were explanted. During the procedure, the right l1 and left t12 leads were also explanted due to being tangled with the fractured leads.